Manufacturer narrative:
The reported multi-fix s-ultra 5.5mm knotless anchor device, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual and functional evaluation cannot be performed and customer¿s complaint cannot be confirmed. From the information provided, ¿when the doctor implanted the multifix, the implant popped out. So the doctor decide to remove it. An additional bone hole was made to complete the case with a q-fix.¿ an exact root cause cannot be determined without evaluation of the device; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) tissue thickness. (2) misalignment of inserter handle. (3)bone hole size. (4) over tensioning the suture. (5) excessive probing. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
H10/h11: the initial incident report was submitted with incorrect manufacturing site information and registration number (B)(4) (s+n (B)(6)). The correct manufacturing site information and registration number is (B)(4) (s+n (B)(6)). Corrected data: d3 and g1 manufacturing site name, address and contact information.

Event description:
It was reported that during a rc tear repair surgery, when the doctor implanted the multifix, the implant popped out. So the doctor decided to remove it. An additional bone hole was made to complete the case with a q-fix. There was no significant delay and no patient injuries.